Event description:
Have had multiple issues with pumps (11 total) with 341 errors. It was described by the manufacturer that it is "positional interrupt error". When pump errors, the screen will turn gray and state with gray test it is a 341 error and instructs user to turn unit off while it alarms loudly. When it is turned off it does not retain any info from the previous infusion. The caregiver is unable to be certain of amount infused as of date we have not had any pt injuries during the infusion. We have not been able to recreate the fault condition. Dates of use: (B)(6) 2012-(B)(6) 2015. Diagnosis or reason for use: pt IV infusions.